Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Event description:
Boston scientific received information that this device had a long charge time of 23 seconds associated with battery voltage of 2.66 v. It was alleged the device was depleting prematurely. This device is included in the (B)(6) 2007 mid-life display of replacement indicators advisory population. A replacement procedure was performed and the device was explanted. No further patient effects were reported.